Event description:
A patient underwent a chronic catheter placement procedure using broviac cv catheter, single lumen, 6.6f. Post the procedure on (B)(6) 2025, it was noted that the catheter had a hole and resulting in leakage during parenteral feeding. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single lumen, 6.6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one broviac s/l catheter were returned for evaluation, and three electronic photos were provided for review. The photo shows a fluid droplet on the catheter. However, the issue cannot be confirmed from the photo. Visual, microscopic, tactile and functional evaluation were performed. A split in parallel, was noted on the catheter body approximately 7.3cm from the distal end of the strengthening sheath. Upon close view, both splits appeared as hole. The edges of the holes were noted to be uneven. Upon infusion, a leak was observed from both the holes on the catheter body while water exited the distal end. Therefore, the investigation is confirmed for the material puncture/hole and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using broviac cv catheter, single-lumen, 6.6f. Post the procedure on (B)(6) 2025, it was noted that the catheter had a hole and resulting in leakage during parenteral feeding. There was no reported patient injury.